Event description:
The user facility reported the cutter failed to cut properly during use. Another cutter was used to complete the procedure. The cutter was discarded; therefore will not be returned for evaluation.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00198.